Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 15-month radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A radial jaw 4 device was used during an esophagogastroduodenoscopy (egd) procedure on a female pt in 2008. According to the complainant, the tech intended to select a radial jaw 4 lc biopsy device (model #m00513333) and erroneously selected a radial jaw 4 jumbo device because "the packaging of the products look very similar." The physician used the device to retrieve a sample and "it was much bigger than anticipated [which] resulted in excessive esophageal bleeding." The physician was able to achieve hemostasis by clipping the bleeding site (product and MFR unk). According to the complainant, "there was no perforation and no esophagogram was done." The procedure was completed with a different device (product and MFR unk). No add'l pt complications were reported as a result of this event.